Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during patient use, a ventilator generated a noise which gradually got louder. The caregiver called the service technician, who calibrated the device, and the malfunction was resolved. However, after a few days, the noise returned. The physician authorized the patient to be transferred to another ventilator, and no harm was reported.

Manufacturer narrative:
(B)(4).a third party service provider replaced the manifold assembly. The manifold assembly was returned for evaluation. The service engineer evaluated it and verified the reported complaint. The manifold was placed into a test ventilator. The manifold sound was loud and a slight squeak was observed. It passed calibration, however the values observed were low. It was removed and inspected for physical damage. The diagram was worn out and the bearings were failing preventing the system to obtain adequate pressure.